Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the quick release. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.